Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced increased lethargy following a 10% dose increase. The dose was dropped twice and was back to the original dose, but the pt still noted increased lethargy. This event occurred after a refill. The pt was on baclofen 2000 mcg/ml previously; the refill was also 2000 mcg/ml with no change in the drug brand. At one point, the pt was brought to the emergency room. A f/u report will be sent if additional information becomes available.